Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact on their blood glucose level. The customer attempted to resolve the issue with supply changes and pressing resume, however occlusion alarms continued. Technical support provided a one-time replacement pump.